Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated and written by edwards and documented in technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, per report the cause for the rupture was patient factors (heavy calcification of the annulus). At this time, the device has not be returned to edwards lifesciences for evaluation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our french affiliate, during a transfemoral procedure with a 26mm sapien valve, the commander delivery balloon ruptured at the end of valve deployment. The valve was correctly deployed but a decision was made to post-dilate with a 25mm balloon valvuloplasty balloon (bav). The result was good with no consequence to the patient. Per report, the rupture was probably due to heavy calcification on the annulus.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: kink on balloon shaft (due to packaging), inflation balloon filled with blood, and I/c bond appeared intact. Functional testing was performed prior to the decontamination process, an attempt was made to inflate the device. The device was able to be inflated as received. No balloon burst found. After the decontamination process, an attempt was made to inflate the device. The device was able to be inflated. Balloon burst was not found. During balloon manufacturing, the balloon was 100% inspected for the following: fish eyes, crow¿s feet, deformation, gel spots, contamination, working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. During manufacturing, the delivery systems undergoes the following inspections: pleat and fold process, the inflation balloon is 100% visually inspected for scratches and distorted/pinched. The commander delivery system was 100% air pressure leak tested before final quality inspection. Post leak test, the balloon covers and inflation balloon were inspected for any damage. The inflation and crimp balloons are 100% visually inspected by both manufacturing and quality for distorted/pinched folds. During the inspection, the balloon cover is removed as needed and replaced after inspection. During product verification (pv) testing samples are visually inspected prior to functional testing for physical defects such as kinks, cracks, and loose or missing components. Inflation balloon bust pressure is tested on a sampling basis. The burst pressure of the tested units after a cycle. The lot meets statistical requirements as it exceeds the acceptance criteria of a lower specification limit. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. Based on the returned condition of the device, the complaint for balloon burst was not confirmed (alleged physical defect is not present on returned device). There was no evidence of device malfunction or manufacturing non-conformances identified during the engineering evaluation. Functional testing showed that the device was able to fully inflate with no leak paths observed. Upon follow up with the facility, it appears likely that the incorrect device was returned to edwards lifesciences for evaluation and the affected device may have been inadvertently discarded. No further actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.